Manufacturer narrative:
(B)(4). (B)(6) days after experiencing the peritonitis (previously reported as four days prior), the patient (pt) was diagnosed with rectal cancer. The pt was not hospitalized for the rectal cancer and treatment for the rectal cancer was not reported.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Three years prior to this report, the pt began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, and frequencies not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced constipation. (B)(6) prior to this report, the patient had undergone an outpatient colonoscopy for an unknown reason and was diagnosed with rectal cancer. Four days later, the patient experienced peritonitis. On the same date, the pt started treatment for the peritonitis with vancomycin (dose, frequency, and lot not reported) at home. Three weeks later, the patient's pd catheter was removed and the pt was transferred to hemodialysis (hd). The cause of the peritonitis was due to touch contamination further described as the pt carries coagulase negative staphylococcus around her exit site providing a source of the bacteria in the touch contamination. The pt was not re-trained in proper aseptic procedures because the pt was transferred to hd. On an unreported date the pt was recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient described as touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.